Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a lithotripsy procedure. The physician was attempting to use an ncircle tipless stone extractor to trap a kidney stone. Once the basket was closed the wire came apart. A second extractor of the same lot number was used and the same problem occurred. The third attempt with a new extractor was conducted and successful. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. Additional information was requested but not provided.

Manufacturer narrative:
The ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and two non-conformances were noted. One device had a surface defect and the other had a ragged/rough end hole. A review of complaint history revealed there have been no other complaints associated with this complaint device lot number. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue of ¿the basket was closed and a wire came off¿ could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.